Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat properly.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned articular surface did not identify any major defect on the distal or proximal surfaces. Dimensions were found conforming to print specifications where measured. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Device analysis indicated that the device met specification. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product: tibia cemented 5 degree stemmed right size g, item #42532007902, lot #63267194.